Event description:
Pt reports a malfunction - error 1870, (B)(4). Replacement pump sent. Pt unharmed. No adverse event. We will send return box to pt. Dose or amount: 10nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to present. (B)(4) .